Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left and right essure partially embedded in the proximal uterine serosa'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. Cs0003v, c95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (6), parity 3 and paratubal cyst. Concurrent conditions included back pain. Concomitant products included levonorgestrel (mirena) since 2012 to (B)(6) 2013, norethisterone (norethindrone) from (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("partial expulsion/ essure in uterine serosa") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation in 2015). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, device expulsion, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left and right side -trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Pathology test - on (B)(6) 2018: 1. Left fallopian tube with essure coil: fallopian tube with benign paratubal cyst. Device consistent with essure coil identified. 2. Right fallopian tube with essure coil: unremarkable fallopian tube segment. Device consistent with essure coil identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record- embedded device, partial expulsion of device concerning the injuries reported in this case, the following one in patient¿s medical record; confirming- menorrhagia, pelvic pain. Lot number: c95077, manufacture date: 2014-08-15, expiration date: 2017-08-31. Lot number: cs0003v, manufacture date: 2013-10, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Event abdominal pain was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left and right essure partially embedded in the proximal uterine serosa'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. Cs0003v, c95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (6), parity 3 and paratubal cyst. Concurrent conditions included back pain. Concomitant products included levonorgestrel (mirena) since 2012 to (B)(6) 2013, norethisterone (norethindrone) from (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("partial expulsion/ essure in uterine serosa") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation in 2015). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, device expulsion, depression, anxiety and abdominal pain outcome was unknown, the vaginal haemorrhage and pelvic pain had resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left and right side -trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Pathology test - on (B)(6) 2018: 1. Left fallopian tube with essure coil : - fallopian tube with benign paratubal cyst. - device consistent with essure coil identified. 2. Right fallopian tube with essure coil: unremarkable fallopian tube segment. - device consistent with essure coil identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record- embedded device, partial expulsion of device concerning the injuries reported in this case, the following one in patient¿s medical record; confirming- menorrhagia, pelvic pain lot number: c95077 manufacture date: 2014-08-15 expiration date: 2017-08-31. Lot number: cs0003v manufacture date: 2013-10 expiration date: 2015-12. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain and abnormal bleeding (vaginal) updated to recovered a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left and right essure partially embedded in the proximal uterine serosa'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. Cs0003v, c95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (6), parity 3 and paratubal cyst. Concurrent conditions included back pain. Concomitant products included levonorgestrel (mirena) since 2012 to january 2013, norethisterone (norethindrone) from (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and device expulsion ("partial expulsion/ essure in uterine serosa"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation in 2015). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left and right side -trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Pathology test - on (B)(6) 2018: 1. Left fallopian tube with essure coil : fallopian tube with benign paratubal cyst. Device consistent with essure coil identified. 2. Right fallopian tube with essure coil: unremarkable fallopian tube segment. Device consistent with essure coil identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record- embedded device, partial expulsion of device concerning the injuries reported in this case, the following one in patient¿s medical record; confirming- menorrhagia, pelvic pain lot number: c95077, manufacture date: 2014-08-15, expiration date: 2017-08-31. Lot number: cs0003v, manufacture date: 2013-10, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left and right essure partially embedded in the proximal uterine serosa'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure (batch no. Cs0003v, c95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (6), parity 3 and paratubal cyst. Concurrent conditions included back pain. Concomitant products included levonorgestrel (mirena) since 2012 to (B)(6) 2013, norethisterone (norethindrone) from (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and device expulsion ("partial expulsion/ essure in uterine serosa"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation in 2015). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left and right side -trailing coils in uterus: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Pathology test - on (B)(6) 2018: 1. Left fallopian tube with essure coil : - fallopian tube with benign paratubal cyst. - device consistent with essure coil identified. 2. Right fallopian tube with essure coil: unremarkable fallopian tube segment. - device consistent with essure coil identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record- embedded device, partial expulsion of device concerning the injuries reported in this case, the following one in patient¿s medical record; confirming- menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and 3 processed together. Pfs received. Reporter information updated. Lot number added. Case was upgraded from other event to incident. New events: depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Medical history, lab data were added. On (B)(6) 2019: mr received. Reporter information updated. New events: left and right essure partially embedded in the proximal uterine serosa, partial expulsion were added. Medical history and lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.